Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 276 mg/dl and a bolus was delivered to address bg. Pump system check was performed with tandem technical support and air bubbles were observed in the tubing. Customer primed out the air and insulin delivery was resumed.